Event description:
A patient¿s point-of-contact (poc) reported that the patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022 while undergoing ccpd therapy. During follow-up, the poc confirmed the patient passed away on the morning of (B)(6) 2022 while sleeping from a cardiac arrest. The patient was found by a family member in the morning. The poc stated the patient had multiple cardiac comorbid conditions (e.g., coronary artery disease, coronary artery bypass graft x 3, low ejection fraction, hypertension) and was no longer a surgical candidate. The poc stated the patient was not enrolled in palliative care; however, the patient¿s death was not completely unexpected. The patient was pronounced dead at home and taken directly to the funeral home (no autopsy was performed). The poc stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information was requested, however the poc declined citing privacy concerns.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events cardiac arrest and death, as the patient was actively undergoing ccpd therapy when she expired. Causality was attributed to the patient¿s multiple cardiac comorbid conditions (non-surgical candidate). Per the poc, the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused and/or contributed to the patient¿s expiration. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient¿s point-of-contact (poc) reported that the patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022 while undergoing ccpd therapy. During follow-up, the poc confirmed the patient passed away on the morning of (B)(6) 2022 while sleeping from a cardiac arrest. The patient was found by a family member in the morning. The poc stated the patient had multiple cardiac comorbid conditions (e.g., coronary artery disease, coronary artery bypass graft x 3, low ejection fraction, hypertension) and was no longer a surgical candidate. The poc stated the patient was not enrolled in palliative care; however, the patient¿s death was not completely unexpected. The patient was pronounced dead at home and taken directly to the funeral home (no autopsy was performed). The poc stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information was requested, however the poc declined citing privacy concerns.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies found during the internal inspection of the returned cycler. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient¿s point-of-contact (poc) reported that the patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022 while undergoing ccpd therapy. During follow-up, the poc confirmed the patient passed away on the morning of (B)(6) 2022 while sleeping from a cardiac arrest. The patient was found by a family member in the morning. The poc stated the patient had multiple cardiac comorbid conditions (e.g., coronary artery disease, coronary artery bypass graft x 3, low ejection fraction, hypertension) and was no longer a surgical candidate. The poc stated the patient was not enrolled in palliative care; however, the patient¿s death was not completely unexpected. The patient was pronounced dead at home and taken directly to the funeral home (no autopsy was performed). The poc stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information was requested, however the poc declined citing privacy concerns.